Event description:
It was reported the tsw35 was used during an unknown procedure. It was reported by the affiliate the instrument would not open or close. There was no consequence to the pt.

Manufacturer narrative:
H6:anvil dislodged. Endopath ets-the analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut and formed the staples within design specification. Co has identified and resolved an issue with a component supplier that will impact the occurrence level of the event experienced. While this has been a recent change, the early indicators of complaint monitoring reveal a decrease in the number of events reported.